Manufacturer narrative:
Analysis received the unit with intermittent button response due to moisture damage to the keypad traces. There was no frozen screen noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons are not working correctly on the insulin pump. The customer's blood glucose was 20 mmol/l at the time of incident. The customer stated the numbers are not ramping without input from user. The customer stated the scroll bar does not move with no input from the user. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.